Manufacturer narrative:
On 03/18/16 and 03/21/16 an ocd field engineer (fe) arrived at the customer site and found the pictures of cards coming from the centrifuge are tilted. Fe removed the gripper, cleaned the pins and installed it back on the equipment. Fe ran wadiagnostics card read to evaluate the picture of the card as they come out of the centrifuge. Customer ran controls with other week patient to evaluate the provue performance. Customer accepted results. New optics/reference kit was ordered. Fe returned on 03/21/16 and completed the service call. Fe confirmed optics bright cam 0 value at 114. Fe created new reference image. Customer tested controls and patients and accepted results. Repairs have returned the instrument to expected operation. The investigation determined that the most likely root cause of this event was instrument related and was addressed by service.

Event description:
Ocd rep contacting cts to report negative reactions to a crossmatch using mts igg gel cards on the provue while reactive in manual and by visual inspection of the cards. No reports of any incorrect or erroneous results reported as a result of this reported concern. No harm to the patient.